Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had stroke on (B)(6) 2020. There were no bleeding issues and inr was 2.6 and within range. The patient was improving from vad implant and completing home rehab due to covid. Patient was unable to stand. CT scan showed there were microvascular ischemic changes. Patient had weakness on left side. Patient was discharged to inpatient rehab for treatment.